Event description:
Customer reportedly received the following sets of results on the aviva system within 10 minutes: 326 mg/dl and 157 mg/dl, and 493 mg/dl and 94 mg/dl. No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.